Manufacturer narrative:
The event occurred in (B)(6). Device is unavailable for return.

Event description:
Caller reported the buttons on the pump are not functional. No adverse event reported. No product available for return.